Event description:
Strataxrt cream to prevent or treat radiation burn. The IFU says to apply a small amount and let dry for 5 minutes before putting on other treatments or clothes. Actually the time to dry for the smallest amount I can possibly spread on sensitive skin is 15 to 20 minutes on old wrinkly skin with fresh surgery scars. It took me more than a week to learn that, thus the preventions of radiation burn was less than hoped for. Give best estimate of duration: 8 weeks. Radiation after mastectomy and axillary dissection for breast.